Event description:
I was implanted a xenmatrix surgical graft at the cleveland clinic by dr (B)(6) to repair a hernia ventral. I was in hosp from (B)(6) 2011. Due to high fever of 103 degrees fahrenheit, I was readmitted to hosp on (B)(6) 2011.